Event description:
The patient experienced tingling in her arms when the implantable neurostimulator was on. The patient also experienced tingling sensation and surging in her arms, face, head, legs, and chest when the device was off. The lead was implanted at t8-9. Multiple reprogramming attempts were made (results not reported). The device system was explanted. The patient outcome was reported as 'no injury, recovered without sequela'.

Manufacturer narrative:
On 12/03/2008, the system has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.